Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation underneath the front therapy electrode. The patient's daughter (a nurse) removed the lifevest. The patient reported that the irritation was clearing up, the patient ended use of the lifevest.